Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively from the patient's eye due to capsule break. Another lens of different model was implanted successfully.

Manufacturer narrative:
The device was not returned for evaluation. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the available information, the exact root cause could not be identified.

Event description:
According to surgeon, the leading haptic of the iol ruptured the posterior capsule. The patient prognosis was reported as "excellent."